Event description:
'Sonarray' is an ultrasound system used to determine the location of targets (usually prostate) in radiation oncology patients. A user reported that, following a system upgrade, therapists observed changes in the direction and size of shifts reported by the system, although the daily qa tests had passed successfully. Testing of the system against a CT scan of the phantom, using a varian test protocol revealed an error in calculated object depth that increased with depth to over 20 mm at 20 cm deep. Treatment was halted, the device was re-calibrated by varian service personnel, then returned to service. A total of 5 patients were treated during the period after the upgrade and prior to the remedial calibration. The patient covered by this report received approximately 73% dose error based on the planned to delivered dose profiles provided, and the position error was close to 20 mm.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.